Event description:
Philips received a complaint about the v60 ventilator indicating that there was high o2 inlet pressure. The customer had questions regarding the input supply pressure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there had been high o2 inlet pressure, but the customer biomedical engineer (bme) could not duplicate the issue. The rse recommended that the customer should loosen the o2 hose in the back of the v60 to release some pressure. The customer stated that they planned to turn off the v60 and disconnect all o2 to troubleshoot, then complete a performance verification test. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the troubleshooting and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.